Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported three (3) homechoice cassettes leaked; further reported as "the patient completed prime and was about to connect, then found solution dripping from where the patient line connects to the cassette". The patient was not connected at the time of the event. The location of the leak was further specified as, where the tubing of the patient line was bonded to the cassette component. This occurred during peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.